Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. During the lead revision, the helix was very difficult to retract and took a lot of turns. The physician attempted different accessories to ensure a good grip on the pin for deployment but was unsuccessful. The helix was also unable to extend. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
New information received notes that high capture was observed on the lead. The helix was suspect damaged.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. The reported events of difficulty retracting and unable to extend the helix were confirmed while the reported event of loss of capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.